Event description:
It was reported that a minicap extend life pd transfer set had a black spot on its tubing and overpouch. It is unknown whether the spot was within the tubing or on its surface. This was noticed as the packaging was being opened and prior to patient therapy. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 23 of 23.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The unopened device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual and microscopic inspection revealed loose and embedded particulate matter within the device. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.